Manufacturer narrative:
The embolic material was not returned as it was consumed in the event. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. There is no evidence suggesting that the device was defective, but rather a procedure and user technique related event. Per the instructions for use: difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. MDR related to this event: 2029214-2017-00394 2029214-2017-00395 2029214-2017-00396 2029214-2017-00397 2029214-2017-00398.

Event description:
Medtronic received the following report through literature review of ¿endovascular treatment of intracranial arteriovenous malformations with onyx technical aspects¿ weber w1, kis b, siekmann r, kuehne d. Ajnr am j neuroradiol. 2007 feb;28(2):371-7. Nine ultraflow catheters were reported to have been ¿stuck¿ and could not be completely removed from the onyx and arteriovenous malformation (avm). These nine events were reported to have been a result of the vessel tortuosity, duration of the precipitation, the distance of the reflux, and the amount of experience of the treating physician has on pulling on the catheter. These cases were reported not to have clinical consequences.